Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced shortness of breath and chest discomfort when the tubing of a life2000 device disconnected. The patient noted the combo tubing was not connected to the breathe pillows interface. The patient was not clear how long the tubing had been disconnected. The patient did not have a pulse oximeter to check their oxygen saturation. The patient reconnected the tubing and their symptoms resolved. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.